Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection noted no anomalies. A review of the device memory found the device was taken out of ship mode on april 1, 2016 but was not used until january 9, 2017. There were 79 resets noted in the device memory, with the last reset a rate fault reset. Laboratory testing and firmware analysis has found that once out of ship mode, but prior to lead attach, the auto lead detect feature can trigger a rate fault reset due to the fact that the max tracking rate protection is not in place. Once a lead is detected, the auto lead detect feature is disabled and the max tracking rate protection is in place and rate fault resets will no longer occur. It should be noted that these rate fault resets do not in any way prevent therapy from being delivered. The resets are benign and are not observable to the user. This device has a nominal pacing configuration of unipolar. If a bipolar pacing configuration is required at implant, the lead configuration must be programmed to bipolar. The lead implanted during this procedure was a bipolar pacing lead. The replacement device had a nominal pacing configuration of bipolar. Therefore, no reprogramming of the device was necessary to obtain pacing when the new device was connected to the implanted lead. This is expected to be the cause of the no pacing output observation.

Event description:
Boston scientific received information that during the implant procedure, no pacing output was observed when this pacemaker was connected to the lead. Another device was implanted with no further issues. No adverse patient effects were reported.